Manufacturer narrative:
Other, other text: returned device was received with the front panel is damaged, housing is cracked, and battery holder assembly is damaged. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was not generating an alarm. There were no reported adverse effects.